Manufacturer narrative:
The insulin pump was received with operating current. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin and stopped working. The customer's blood glucose was 21 mmol/l at the time of incident. The customer's mother stated that her daughter was hospitalized with high blood glucose. The customer stated that the insulin pump stopped working with no back-up plan led to the hospitalization. The customer stated that they have not treated the high blood glucose. The time of hospitalization was 11pm and the date of hospitalization was (B)(6) 2015. The insulin pump will be returned for analysis.